Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted initial reporter's establishment name- (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, single-center experience comparing the application of small-caliber versus large-caliber arterial access closure in a consecutive series of patients, j vasc radiol 2015; 26:1285-1289, published in jvir, volume 26, number 9, september 2015. One patient, (11-f sheath) developed a type 1 complication. Details regarding the type 1 complication are unknown. The access site with complication did not necessitate surgical repair. Type 1, non-actionable bleeding incidents including hematoma, bruising, or oozing requiring prolonged (average 45 minutes) external compression (manual or mechanical).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.